Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the interstim was turned off they felt shocking in their neck from the ins device. The patient believed their pain stimulator was the issue. It was indicated that the two devices were implanted next to each other. They believed there were no issues with the interstim. The patient did, however, mentioned they would like to change their therapy program so they switched from program 5 at 3.7 to program 3 at 2.7. The rep will follow back up on friday to see how they are doing. Additional information received on 2020-11-04 reported that the interstim is working fine. Caller did help change programs. Event was also reported in regulatory report# 3004209178-2020-19471.